Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The review of avb episodes recorded in the pt f/u data revealed that no vs marker was displayed whereas qrs complex was visible on the ECG when the pacing mode was being changed from aai to ddd.